Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead with three stylets and an implant tool was returned. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel helix exhibited high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.